Manufacturer narrative:
H6 - conclusion code was updated to 4315.

Manufacturer narrative:
Review of device manufacturing record history confirmed device met pre-release specifications. Device was discarded at user facility. Therefore, direct product analysis could not be performed.

Event description:
The following was reported to gore: on (B)(6) 2019, the patient underwent endovascular repair for a thrombotic occlusion from the left common iliac to popliteal artery. After thrombectomy was performed, the common femoral artery still had stenosis. The physician implanted a gore® viabahn® vbx balloon expandable endoprosthesis to cover the stenosed area of the common femoral artery. Final angiography showed decreased blood flow in the superficial femoral artery. The physician stated the deep femoral artery was unintentionally covered by the endoprosthesis, resulting in decreased blood flow into the superficial femoral artery. The endoprosthesis was surgically removed. The patient tolerant the procedure.